Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that (2), abs-10062t kit bone marrow aspiration kits, (line #1) lot number: 122411758 and (line # 2)lot number: 1172113356 had holes in the tubing that go around the rotor. This was discovered during use in a bone morrow aspiration procedure on (B)(6) 2021. During the spin there was blood going all over the place. The process was completed by opening a new bmc kit.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that (2), abs-10062t kit bone marrow aspiration kits, (line #1) lot number: 122411758 and (line # 2)lot number: 1172113356 had holes in the tubing that go around the rotor. This was discovered during use in a bone morrow aspiration procedure on (B)(6) 2021. During the spin there was blood going all over the place. The process was completed by opening a new bmc kit.